Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis was performed, no anomalies were found and no issue identified that required full analysis. (B)(4).

Event description:
It was reported the patient developed bacteremia and the implantable cardioverter defibrillator (ICD)&#1241;stem was explanted. The source of the bacteremia is unknown. No further patient complications have been reported as a result of this event.